Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. A functional test was performed and evidence of a leak was found at the solvent bonded junction of the tubing and stressmember. The reported condition was verified and the cause is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the stress member and tubing bladder of a small volume infusor was leaking. This event occurred during filling. There was no patient involvement. No additional information is available.